Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Multiple patients were noted in the article; however, a one to one correlation cannot be made. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: right ventricular septal pacing using a thin lumenless pacing lead and delivery system with a deflectable catheter long-term outcomes international heart journal 2018; 59: 1253-1260. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a pacing lead. The author described a case where during the implant procedure a pericardial effusion occurred when the deflectable sheath was advanced into the right ventricle and the distal end of the sheath was attached to the right ventricular myocardial wall. The effusion spontaneously resolved, and intervention was not required. Additionally, there were other patients where the lead displayed a high ventricular pacing threshold and higher impedance. No clinical complications were noted. The leads remain in use. Further follow up did not yet yield any additional information. Relative to the patient with the pericardial effusion, no further patient complications have been reported as a result of this event.